Manufacturer narrative:
Explant the valve due to physical resistance/sticking was reported. No anomalies were found with the valve leaflets, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. Valve had normal functioning characteristics and leaflet function was considered normal with both leaflets opening while having no asynchronous motion or leaflet malfunction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined however it is possible the valve structure was damaged during implant or explant of the valve, which could have impacted the coaptation of the leaflets. H6 medical device problem code: code 2507 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was noted that on (B)(6) 2023, a 21mm sjm regent heart valve with flex cuff was selected for procedure. The valve was placed and during leaflet testing a leaflet of the valve appeared to not move correctly. The decision was made to explant and replace the 21mm sjm regent heart valve with flex cuff with another one of the same size to complete the procedure. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient has been discharged. No additional information was provided.